Event description:
It was reported that the rotaburr sheared the rotawire, perforation and patient complications occurred resulting in additional intervention. The target lesion was located in the left main to circumflex artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, after the third pass, it was noted that the rotawire was sheared and the distal part of wire was left in the circumflex. Consequently, the rest of rotablator system was removed. The physician was unable to re-cross vessel and the patient coded. Then, an emergent balloon pump was inserted to stabilize patient. After iliac intervention, balloon pump was swapped for impella and continued to work on coronaries. The physician stented circumflex with a non boston scientific covered stent to seal perforation. Then, echmo replaced impella. The next day impella cp replaced echmo. Physician thought the rotawire prolapsed and the burr severed it while trying to advance. Patient complications noted were arrhythmia, discomfort/pain, myocardial infarction/ischemia, st segment elevation and vessel occlusion. The patient was stable the next day but still critical.